Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure stent damage occurred. The physician attempted to treat an unk lesion with a taxus express2 3.0x28mm drug eluting stent. The 3.0x28mm taxus express2 stent was unable to cross an unk size previously implanted taxus drug eluting stent to the distal edge. When the stent delivery system was removed from the patient it was noted that stent was flared. The procedure was completed with another of the same device. There were no reported patient injuries or complications noted. Patient's condition reported as "good".

Manufacturer narrative:
The device analysis has not been completed at the time of this report. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.